Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, approximately four to five attempts were made to place the right ventricular (rv) lead. At the time of placement attempts, there were no apparent signs of effusion. Subsequently, the patient¿s heart rate and blood pressure began to gradually decline and the patient became bradycardic. A decrease in r wave amplitude from the rv lead was observed so an echocardiogram was initiated to evaluate for possible effusion. During the echocardiogram, the patient developed pulseless electrical activity, followed by cardiac arrest and asystole. Resuscitation efforts were initiated and continued for approximately one hour. Despite these efforts, the patient expired and time of death was declared.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The stylet was kinked/buckled. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The analyst noted blood ingression into lead conductor from the sleevehead through the drive shaft seal. No insulation breach was observed. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.